Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they had high blood glucose. Customer also stated that they had critical pump error alarm. It is unknown if customer was using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer had high blood glucose level and diabetic ketoacidosis. Customer also stated that they had critical pump error alarm. Customer was using auto mode feature of the insulin pump was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch therefore, unable to download and verify pump error 35. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.